Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that her compact plus meter display appears melted and unreadable. Customer states that the display is faded near the edges of the display, and digits appear melted. Customer also described the display as hazy and difficult to read. No adverse event reported. Requested return of suspect device and replacement was sent.